Event description:
It was reported via a clinical report form from the post-approval stealth registry that during an orbital atherectomy (oa) treatment procedure, a non flow-limiting dissection occurred post-atherectomy. The target lesion was located in the sfa. It was tasc classification d, 400mm in length, 90% stenotic, and moderately calcified. The physician used a stealth solid crown 1.50mm for 9 runs: 3 at low speed for 30sec each, 3 at medium speed for 30sec each, and 3 at high speed for 30sec each for a total run time of 4min, 30sec. Post intervention stenosis = 15%. He then treated via angioplasty with a 5x200 pta balloon at 3atms for 3mins with post-angio residual stenosis of 10%. He then treated with a 6x40 angiosculpt balloon at 4atms for 3mins with post-angio residual stenosis of 0%. A lesion in the iliac artery was also treated in this procedure via pta and stent placement. A non flow-limiting dissection (classification b) was noted in the sfa and was resolved in the lab via an angiosculpt balloon. A thrombus from an unknown cause was noted in an unspecified vessel and was resolved in the lab via manual aspiration. No stents were placed. The patient status remained stable during this procedure.

Manufacturer narrative:
Device analysis: the device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record could not be reviewed as the lot number is unknown. The root cause for the reported event is unknown. (B)(6). The device was discarded by the facility.